Event description:
Add'l info provided in 2004 noted the following: claimant had surgery in 2002 for removal of adnexal cyst. She had been disgnosed with bilateral ovarian cysts. During the surgery gynecare intergel was used. After discharged from the hosp, the pt developed severe abdominal apin and also experienced dever and other unspecified symptoms. The next month she presented to the ed and was treated with narcotics and analgesia with a reproted pain level at 10/10. She was hospitalized for one week. Her pain did not resolve and she was hospitalized again sixteen days later when she underwent surgery to remove necrotic tissue and residual material described as "chemical peritonitis." Following this, her condition reprotedly did not improve. 12/2002 she was admitted to the hosp for severe with symptoms of abdominal pain and shortness of breath and subsequently underwent exploratory laparotomy for inflammation and drainage of a pelvic hematoma. Reportedly, she was treated for sepsis, acute blood loss anemia, tachypnea and tachycardia (levonex). She was discharged on 1/15/2003. She continues to have abdominal pain.

Event description:
It was initially reported that there are two events which occurred while using intergel; there are no details available right now. On 01/02/03 add'l info was obtained. It stated the original diagnosis was left ovarian cyst, pelvic pain. The pt underwent pelviscopy with bilateral ovarian cystectomies (laparoscopy with co2). The pt was re-admitted with chemical peritonitis within 2 weeks of the original procedure. The pt underwent re-operation, pelviscopy with left ovarian cystectomy, excision of cul-de-sac inflammatory material, lysis of adhesions. Pathology showed "the nature and significance of the necrotic cellilar debris is undetermined and this material is uninterpretable, except to say that some area suggest abscess formation." One month later an add'l procedure, tah and peritoneal stripping was completed. No pathology to report at this time.

Event description:
Upon: in litigation, add'l info provided in 2005 noted the following chronology of events: in 2002 -- surgeon performed pelviscopy with bilateral ovarian cystectomies for a left ovarian cyst and pelvic pain. "Intergel was then placed through one of the laparoscopic sleeves into the abdominal cavity to prevent adhesions." Next month -- the pt was admitted to the hosp and treated for six days for "chemical peritonitis." 12/02 - total abdominal hysterectomy, retroperitoneal dissection, ureterolysis, biopsy left ovary; for pelvic pain & peritoneal info. In 2003 -- admitted to hosp for abdominal pain, fever, and shortness of breath. Two days later -- laparotomy, omentectomy, resection infection pelvic hematoma. Six months later -- laparoscopic right ureterolysis and right salpingo-oophorectomy for pelvic mass.